Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set, and the serious adverse events of peritonitis (characterized by abdominal pain and cloudy effluent fluid), which required antibiotic therapy. The pdrn attributed causality to the patient failing to utilize the proper ppe (mask/gloves) when initiating and discontinuing therapy. The pdrn reported the serious adverse events were unrelated to any fresenius device(s) and/or product. Esrd patient¿s undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Staphylococcus aureus is commonly found in mucous membranes and the skin of humans. Based on the information available, there is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency, defect or malfunction occurred. Furthermore, there is no allegation or objective evidence a fresenius device(s) and/or product(s) failed to meet user expectation(s) or manufacturer specifications. Therefore, the liberty cycler and fmc cassette can be disassociated from having caused or contributed to the patient¿s serious adverse events.

Event description:
On (B)(6) 2022, fresenius became aware patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was prescribed antibiotics for a fever and abdominal pain on (B)(6) 2022. No additional information provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient dialysis clinic on (B)(6) 2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated outpatient with intraperitoneal (ip) vancomycin every three days and ceftazidime daily for 15 days (dosages not provided). The patient¿s peritoneal effluent culture returned positive for staphylococcus aureus, and the patient¿s vancomycin was discontinued. The patient is recovering from the events and continues to undergo ccpd therapy utilizing the same liberty select cycler without reported issue. The pdrn attributed causality to the patient not wearing the proper personal protective equipment (ppe) during initiation and discontinuation of therapy (missing mask and gloves during home assessment). Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Event description:
On 18/oct/2022, fresenius became aware patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was prescribed antibiotics for a fever and abdominal pain on (B)(6) 2022. No additional information provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient dialysis clinic on (B)(6) 2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated outpatient with intraperitoneal (ip) vancomycin every three days and ceftazidime daily for 15 days (dosages not provided). The patient¿s peritoneal effluent culture returned positive for staphylococcus aureus, and the patient¿s vancomycin was discontinued. The patient is recovering from the events and continues to undergo ccpd therapy utilizing the same liberty select cycler without reported issue. The pdrn attributed causality to the patient not wearing the proper personal protective equipment (ppe) during initiation and discontinuation of therapy (missing mask and gloves during home assessment). Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed.

Event description:
On 18/oct/2022, fresenius became aware patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc (pd)] for renal replacement therapy (rrt) was prescribed antibiotics for a fever and abdominal pain on (B)(6) 2022. No additional information provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient dialysis clinic on (B)(6) 2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated outpatient with intraperitoneal (ip) vancomycin every three days and ceftazidime daily for 15 days (dosages not provided). The patient¿s peritoneal effluent culture returned positive for staphylococcus aureus, and the patient¿s vancomycin was discontinued. The patient is recovering from the events and continues to undergo ccpd therapy utilizing the same liberty select cycler without reported issue. The pdrn attributed causality to the patient not wearing the proper personal protective equipment (ppe) during initiation and discontinuation of therapy (missing mask and gloves during home assessment). Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.